Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occured. A 3.5x24mm taxus express2 drug eluting stent (des) had been selected to treat an unspecified lesion. During unpacking, it was noticed that a stent strut appeared to be lifted. The device was not used in the procedure and did not contact the pt. The procedure was completed with another 3.5x24mm taxus express2 des. There were no pt complications reported.